Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not sensing as closed. The field service engineer (fse) checked the latch bolts and confirmed they were secure. In the hardware test application, the drawer was displayed as open approximately two inches while physically closed. The position sensor was replaced, and the drawer was tested in both the hardware test application and the main application, confirming proper. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 experienced a failure. The drawer displayed a false "failed to close" error despite being closed. Multiple recovery attempts were performed; however, the issue could not be resolved, and the room was taken out of service. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.